Event description:
The customer reported his blood glucose reached 20 mmol/l (360 mg/dl) after wearing the pod for 36 to 48 hours on his arm. When it was removed he noticed the cannula appeared shorter than normal and the pink slide insert was not in its normal deployed position.

Manufacturer narrative:
The returned device was evaluated and the cannula was found to be not fully deployed. The root cause of this was determined to be mechanism rails-wings did not capture slide insert. The cannula not inserting properly into the infusion site contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.